Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl. Customer reported that insulin delivery was not suspended due to sensor and blood difference. The device will not be returned for analysis.